Event description:
Related to MFR report # 2183959-2010-00457 and # 2183959-2010-00456. In 2007, this pt had an apogee device implanted for rectocele repair. Pt had prolonged post operative recovery, experiencing pain urinary tract infections and dyspareunia. In 2010, the apogee device was removed because it was thought to be, "causing the pain due to the way it was anchored." Patient has had relief of the sever pain, but continues to have some pain. Continues, also to have difficulty sitting for long periods, bladder spasms and urinary tract infections. No further info is available at this time.

Manufacturer narrative:
Original info was a maude event report. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.